Manufacturer narrative:
The device was returned, decontaminated and visually investigated. Upon visual inspection, this complaint has been confirmed. Because of the condition of the returned device, a functional test is not possible. The type of damages observed are the result of excessive force or stress applied to the tip of the device. If jaws of the device are activated on hard material or used outside of its intended, use in any way. The dimensions of the jaws will be compromised. If the force applied on the grasper exceeds 9.9lbs the tip will break. For final inspection requirements, all devices are 100% inspected for damages and imperfections. It is not likely that the device left microline inc in this condition. A device complaint history check was conducted on part number 3222 from the is corresponding lot, and there have been zero additional complaints from this lot within the past year. Although there has been similar complaint from this part number, this is an isolated incident for this lot. The defect rate for this complaint is extremely low.

Event description:
Jaw broke. There was no harm to the patient and the anesthesia time was not extended. No additional information was provided.